Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a minimum fill notification occurred. Reportedly, the customer did not know the amount of insulin that was in the cartridge. There was no reported impact to the customer's blood glucose level.